Event description:
It was reported that the insulin pump had a loose drive support cap and alarmed an error. The blood glucose reading was 227 mg/dl. The customer stated that she was changing her infusion set and priming the insulin pump when she noticed insulin squirting out just before receiving the alarm. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test and rewind test. Insulin pump alarmed prime during basic occlusion test, due to loose and protruded drive support disk. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt slip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.